Event description:
There was an allegation of a questionable reactive elecsys hiv combi pt result from the cobas e 411 analyzer (rack system) for one patient. The initial result was 1.88 coi (reactive). It was provided that the sample was repeated on this analyzer again and the result was reactive. No exact results were provided. The sample was repeated on an e 801 analyzer using the elecsys hiv duo assay, and the result was 0.238 coi (non-reactive), accompanied by a qc error alarm. The elecsys hiv duo result on (B)(6) 2026 was 0.229 coi (non-reactive).

Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6). The investigation determined that a general reagent or analyzer problem was not present because the qc prior to the event was within ranges. Per product labeling, "all initially reactive samples should be redetermined in duplicate with the elecsys hiv combi pt assay. If cutoff index values are = 1.0 in either of the redeterminations, the samples are considered repeatedly reactive and must be confirmed according to recommended cdc confirmatory algorithms." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings."